Event description:
It was reported that on 28 may 2024, a 14f amplatzer torqvue 45x45 delivery sheath was chosen for procedure. It was difficult to insert the delivery system into the patient, and upon insertion into the right femoral vein, the tip of the dilator split. The delivery system was not able to be advanced through the patient past the groin. The delivery system was removed. Another 14f amplatzer torqvue 45x45 delivery sheath was inserted with difficulty, and the tip of the dilator split. There was also difficulty advancing the delivery system, so the delivery system was removed. No outer short sheath had been used for either sheath. The decision was made to use a 18f short outer sheath, which entered the vein without issues. A third 14f amplatzer torqvue 45x45 delivery sheath was then placed without incident, and the case was continued. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of tip of the dilator split upon insertion with difficulty was reported. There was also difficulty advancing the delivery system, so the delivery system was removed. A returned device assessment could not be performed as the device was not returned for analysis. However, two images from field appeared to show two dilator tips being torn and split. Both dilator tips were passed through sheath that appeared to have blood on them. The cause of the reported incident could not be conclusively determined. As a result of this finding, abbott is performing further investigation to monitor this issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.